Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that he received a low reservoir alert that he did not clear. The customer stated he woke up feeling as though he had low blood glucose and was concerned that the insulin pump did not alarm him that he had a low blood glucose, despite the low reservoir alarm. The customer stated his blood glucose was around 60 mg/dl and he ate something to treat. According to the software data, the insulin pump still alarmed a low glucose and threshold suspend due to the low. The customer also asked about differences in sensor glucose versus blood glucose. The customer stated there was an issue that he would receive a low reading and would check blood glucose and he would be in normal range. Further troubleshooting was declined. Nothing further was reported.